Event description:
It was observed that during the device evaluation, the subject device exhibited failed leak test and a puncture in video cable. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the unit failed the leak test due to the puncture in the video cable. A definitive root cause could not be identified for the puncture in the video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 11/10/2020 h4.

Event description:
It was observed that during the device evaluation, the subject device exhibited failed leak test and a puncture in video cable. There was no patient involvement.